Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any, the davol device may have caused or contributed to the patient¿s reported rash. A mesh sample has been provided to the doctor for reactivity testing. If/when the testing is carried out and the results provided to davol, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient was implanted with a davol perfix plug. Davol was contacted by an md who states the patient was evaluated at her clinic for fine popular macular rash concerning for allergic contact dermatitis. As reported the patient developed a rash one week post implant and is intermittently present every couple of weeks. The rash spots are present on the thighs, abdomen, and posterior area of shoulders. As reported the patient stated to the physician that the rash area feels warm.